Manufacturer narrative:
Manufacturer narrative supplement 1 medwatch submitted to the FDA on 03/22/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 08/feb/2021. A deflated balloon was returned with a significant amount of discoloration. There is a large hole on the shell. Under microscopic analysis, the large hole on the shell has jagged edges. This is consistent with a surgical instrument for removal purposes. Functional evaluation of the returned device could not be conducted due to the large hole on the shell. The complaint could not be replicated as the reported complaint was experienced during the removal process.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 16/feb/2021. The device was returned to the apollo device analysis laboratory on 08/feb/2021. Analysis of the device is ongoing. A review of the device labeling notes the following: the current orbera365" intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "device appearance - post operative" as follows: "orbera" is composed of a soft silicone elastomer and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in section 10.4 orbera" removal." "Orbera" is a silicone elastomer balloon which may be degraded by gastric acid. Physicians have reported that the concurrent use of medications, such as proton pump inhibitors, may reduce acid formation or reduce acidity, which can potentially prolong the integrity of the orbera" balloon."

Event description:
The physician experienced difficulties in removing the balloon.